Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has infusion set cannulas that keep getting bent. She stated that her pump is delivering insulin but that it is not going into her body and that she has had to change her sets every 24-48 hours. Because of that, the customer said that her blood glucose has been high and that she has tried to correct but her blood glucose does not go down. She said that the pump says that the insulin delivers but does not alarm that it does not. During high blood glucose troubleshooting, the customer said that her blood glucose was 462 mg/dl and that her current blood glucose is 178 mg/dl. The customer could not complete troubleshooting because she was at work and would have to call back. After calling back, the customer declined to continue troubleshooting for her high blood glucose. During troubleshooting for bent infusion set cannula, the customer said that her cannula bent after the second day of use. The pump and the infusion set are not being returned for analysis.